Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced repeated alert 38 restart notifications consistent with a motor stall during cartridge and tubing changes, including ¿unable to proceed¿ messages, and was instructed to change out all supplies and complete a rewind; glucose was 213 mg/dl with no symptoms reported, and the issue was associated with a complete blockage involving the tube component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a communications problem and a device issue consistent with consecutive stalled motor events due to a complete blockage in the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.